Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, intratio inr: 1.0, laboratory inr: 2.0. Side by side testing was performed. Therapeutic range 2.0 - 3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation: the customer has thyroid dysfunction and is undergoing treatments for cancer. Certain diseases or conditions can affect the action of oral anticoagulants and inr value. The pt's current health status and medications cannot be ruled out as a possible root cause for the observed inr result. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filled: date: (B)(6) 2013, inratio inr: 1.0, reference: 2.0, mean: 1.50 and confidence limits: 1.1 - 1.9. The mean of the inratio meter and comparative sys inr were calculated. Both inratio and reference values were outside the confidence limits for inr testing. The results were considered discrepant within the context of the documented variability for inr testing. Since the product associated with the complaint is not expected to return and a strip lot number was not provided, further investigation was not possible. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without add'l info. Pt's medical conditions as a cause of the unexpected results cannot be ruled out. No strip lot info was available. This issue will be subject to tracking and trending.